Event description:
This 32 yr old female with a history of sick sinus syndrome had a permanent pacemaker implanted in 1990 with another co's atrial lead. She now presents with intermittent loss of capture in the atrium. The pacer is also showing early signs of battery depletion. Examination of the co lead at the time of the explantation demonstrated the supporting wire, which is used to provide some shape for the j, had freactured at several points proximally. A portion of the supporting wire is exposed through the insulation.